Event description:
It was reported that prior to using bd microtainer® pst¿ lh tubes, elevated hemolysis rates were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
D4: medical device lot#: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd microtainer® pst¿ lh tubes, elevated hemolysis rates were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.